Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from (B)(4) different product applications. The report states that there are no significant trends.

Event description:
Patient reported she developed a skin irritation to right of the stoma to one eighth of an inch area. Patient cleaned area with a safe and simple competitive adhesive remover, and a gel prep, along with an adhesive powder to the site. The end user subsequent outcome was not reported.